Manufacturer narrative:
A direct correlation between the device and the reported cardiogenic shock and cardiac arrest could not be conclusively determined during this investigation. A specific cause for these events could also not be determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Heartmate ii left ventricular assist system (lvas), serial number (B)(6) , was not returned for evaluation. The heartmate ii lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate ii lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to cardiac arrest secondary to cardiogenic shock on (B)(6) 2021.